Event description:
During an unspecified procedure the maverick2 monorail ptca catheter stuck on the guidewire after inflation. The lesion being treated was in the proximal left anterior descending (lad) coronary artery. The procedure was successfully completed with another device no pt injuries or complications were reported. Pt status is reported as 'fine'